Manufacturer narrative:
Tests were performed during the investigation using returned materials and retention materials. All results met specification, no malfunction was observed. No patients were adversely affected.

Event description:
On (B) (6) 2010, the reporter contacted lifescan (lfs) alleging that the lay user/pt's onetouch ultra2 meter would not power on. This complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the product issue began at approximately two weeks prior to contacting lfs. It is not known when the pt had tested last and what readings she was obtaining from the alleged meter prior to when the issue started. The cca documented that the pt manages her diabetes with oral medication (medication specifics not known). The reporter did not claim that the pt made any changes to her usual medication routine due to the alleged product issue. A day after the alleged meter issue began, the reporter stated that the pt developed symptoms of feeling "clammy, flushed, and shaky." In response to her symptoms, the reporter informed the cca that the pt treated herself by having more food/drink for two days. The cca verified that the battery did not require replacement per the owner's manual recommendation. The cca confirmed that the meter would not power on when the power button was pressed or when a test strip was inserted in the meter. Replacement meter and supplies were sent to the pt. This complaint is being reported because the reporter claims the pt was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Customer received intermittent erroneous results for urine leukocytes. Urine results from one patient were provided. The patient sample gave negative leukocyte results three times when tested on the analyzer. The same sample examined microscopically showed 11-25 wbc/hpf. The microscopic leukocytes results were reported. Results from the microscopic analysis were used to treat the patient, the patient diagnosis was a urinary tract infection. Chemstrip reagent lot number was 23050841. The analyzer was returned for evaluation. A cause was not determined and the complaint could not be duplicated. Alarm settings and traces were reviewed, no problems were found. A total of 100 samples were tested using control material, all results for controls were within range.